Event description:
Information received indicates the left head siderail is not latching.

Manufacturer narrative:
The technician found the siderail latch springs were broken. He replaced the latch springs to repair the bed.